Event description:
The customer reported to olympus during reprocessing of the gastrointestinal videoscope, the scope was leaking at the bending section, had white patches in the image and discoloration in the low angulation connecting tube. Upon inspection and testing of the customer returned device, foreign material was found in the scope nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no patient involvement, or user injury associated with this event.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, due to a cut in the bending section rubber, water tightness is lost, light guide lens discolored, distal end covers dented, bending section rubber adhesive detached, connecting tube coating peeling, connecting tube wrinkle, insertion protector cut, scope connector cover scratched, grip scratched, switched scratched, universal cord scratched, video cable scratched, video connector scratched, video connector case scratched, bending tube deformed, due to wear of angle wire, bending angle in up/down/left/right direction did not meet the standard value, due to wear of angle wire, the play of up/down and right/left knob out of the standard value, due to damage on charged coupled device unit, the image had shadows, and suction cylinder shaved. The faulty parts were replaced, and the device was returned to the user facility. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material could not be determined. Additionally, what the foreign material was, could not be determined. Olympus will continue to monitor field performance for this device.